Manufacturer narrative:
(1) no medical intervention or treatment has been provided. (2) the user/patient's current status is good and recovered. No specific lot number or test kit was provided to health; therefore, no additional investigation can be performed to determine if the test kit is a valid health manufactured product or a counterfeit. (3) IFU states a false negative or invalid result may occur if too little solution is added to the test card. A false negative or false positive result may occur if the test result is read before 15 minutes or after 30 minutes. (4) according to the user description, the throat and nostrils were sampled, according to the product instructions, the nostrils should be sampled, and the user was wrong.

Event description:
Event :the site/user was noted to have reported via voicemail, as follows: " I used your testing kit this morning and I got one negative and one positive test. The difference, the positive test was first, and I use the back of my throat, along with both nostrils. And that one came out positive and then I waited two hours and I did the nostrils only and it came out negative.."